Event description:
The reporter noted the drill broke in two parts during foot surgery. There was no patient injury and surgery was prolonged by 5 minutes. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.